Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ essure is perforating into the endometrial cavity and close to the area of the internal ostia') in an adult female patient who had essure (batch no. A66796-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder, acute bronchitis, dizziness, menometrorrhagia and breast tenderness. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration/essure device had "migrated" outside of the tube and into the uterus"), pelvic pain ("pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery ((B)(6) 2019, total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device expulsion, pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder and dysmenorrhoea outcome was unknown. The reporter considered autoimmune disorder, device expulsion, dysmenorrhoea, genital haemorrhage, neuromyopathy, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ essure is perforating into the endometrial cavity and close to the area of the internal ostia') in a female patient who had essure (batch no. A66796) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder, acute bronchitis, dizziness, menometrorrhagia and breast tenderness. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration/essure device had "migrated" outside of the tube and into the uterus"), pelvic pain ("pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery ((B)(6) 2019, total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device expulsion, pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder and dysmenorrhoea outcome was unknown. The reporter considered autoimmune disorder, device expulsion, dysmenorrhoea, genital haemorrhage, neuromyopathy, pelvic pain and uterine perforation to be related to essure. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation/ essure is perforating into the endometrial cavity and close to the area of the internal ostia') in a female patient who had essure (batch no. A66796-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depressive disorder, acute bronchitis, dizziness, menometrorrhagia and breast tenderness. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device expulsion ("migration/essure device had "migrated" outside of the tube and into the uterus"), pelvic pain ("pain"), genital haemorrhage ("bleeding"), neuromyopathy ("neuromuscular problems"), autoimmune disorder ("autoimmune-like symptoms") and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (16apr2019, total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the uterine perforation, device expulsion, pelvic pain, genital haemorrhage, neuromyopathy, autoimmune disorder and dysmenorrhoea outcome was unknown. The reporter considered autoimmune disorder, device expulsion, dysmenorrhoea, genital haemorrhage, neuromyopathy, pelvic pain and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 9-jan-2020: ¿update of information (batch is not valid).¿ based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.